Event description:
Information received from the field does not address the patient's clinical status but notes the device was not pacing. Magnet application resulted in a reponse of 2-3 beats followed by non-capture. Increasing the output and adjusting the sensitivity was unsuccessful. Therefore, the device was replaced.